Event description:
It was reported that the user dropped the ilet device and the screen developed multiple cracks, after which the touchscreen became unresponsive and the user could not swipe to unlock or enter a meal. Symptoms included no injury or adverse clinical effects. Outcomes included the user reverting to backup therapy without interruption of care. Investigation included a review of the complaint details and request for device return for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with impact and a loss of touch functionality. It was concluded that the event was due to device damage from accidental dropping, resulting in a cracked screen and nonfunctional touch input. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.